Event description:
A ophthalmic surgeon reported that during vitrectomy surgery, the cutter would not cut and the system had to be exchanged to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).